Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the #6 electrode was ¿avoid¿ and impedance values were 32,210 to 40,000. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: device code (B)(4) omitted from previous supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that nothing changed and just happened. It was reported the patient saw a manufacturer's representative and seems like it worked. Patient reported issue seemed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a settings not available message on their controller. The patient removed the battery pack to do a reset and controller showed the same settings not available message. The patient was on program a, decreased the stimulation to 0, increased to 0.2 and the controller showed a settings not available message again. The rep reported that the patient went from being able to increase stimulation to around 8ma to not being able to increase above 0.2ma. Patient services (ps) discussed a potential connection or lead movement issue that could cause impedance to be so high that the patient can't increase the stimulation; ps also discussed for the rep to do palpitation, x-ray, and an impedance check. The rep reported they would be meeting to reprogram the patient in the clinic on aug-30. Additional information was received from the rep reporting that the cause of the settings not available message was that the patient had one contact out of range. The rep said they confirmed the out on range contact in the office on 8/30 with an impedance check and then they reprogrammed the device. The rep said the cause of the out of range contact was not determined, it was programmed to another electrode and the patient was doing well. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Information was received from a consumer and a manufacturer representative regarding the patient. It was reported that settings not available was seen on the controller. Patient stated the ins battery was at 70% which seemed wrong since it had been 24 hours since she charged. Patient stated she was not feeling stimulation. Patient stated she tried increasing the ins but was seeing settings not available. Group c program 1- 7.8v. Patient tried to increase but saw settings not available group a program 1- 0.3v-. Patient tried to increase but saw settings not available group b program 1-4.5v-caller tried to increase but saw settings not available. Patient stated then she pushed the down arrow and it was showing 8.0v. Patient still could not feel stimulation. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2019-nov-25. It was reported that the patient controller was displaying a settings not available message when trying to turn on stimulation. Upon investigation, electrode 5 measured at 29860 ohms and electrode 6 measured at 35070 ohms which are out of range values. Program a was using electrode 6 and programs b and c were using electrode 5. The patient indicated that contributing factors may have been a fall a while back; however, the pa tient did not start seeing the settings not available screen until about a week prior to the report. The manufacturer representative reprogrammed groups b and c without electrodes 5 and 6 and the issue was resolved at the time of the report. Surgical intervention was not planned or performed. Additional information was received via a manufacturer representative from a consumer on 2019-dec-02. It was reported that the patient had to significantly increase intensity on the new programs to receive pain relief and she still has break through pain on the new programs. Additionally, the patient reported that on (B)(6) 2019, recharging was taking longer than normal, and the patient controller battery was depleting faster than in the past. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An adverse event was reported in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.